Event description:
N/a.

Manufacturer narrative:
Analysis: based on the details of the complaint the physician was unable to advance the advanta v12 over the guidewire during the procedure. The device was returned and examined. An 0.035¿ guidewire was advance into the wire lumen of the advanta v12 catheter. The guidewire could not pass as there was a blockage about 30cm from the inflation manifold of the catheter. Upon examination of the lumen, using 30 x magnification, a crystalline material was noticed that was preventing the guidewire form passing through. To determine what the foreign material was, a syringe was filled with water and the guidewire lumen flushed on to an absorbent pad to catch any of the material coming out of the lumen. The fluid passed through the lumen very easily and there were no remnants of foreign material on the absorbent pad or within the blocked area. A review under the microscope revealed that the material was no longer present in the catheter shaft. The 0.035¿ guidewire was again inserted into the wire lumen of the catheter and the wire passed through very easily. Again there were no signs of foreign material. It is possible that the blockage was crystalized contrast media that dissolved when the lumen was flushed with water. During the manufacture of the device no fluid enters the guidewire lumen. During the process of manufacturing there are two 100% inspections that are conducted prior to packaging the advanta v12. If there were a blockage of the guidewire lumen during this patency inspection, one of the two inspections would have noticed this blockage. During the patency check with an 0.035¿ guidewire, the manufacturing operators place the guidewire completely though the catheter entering through the guidewire lumen port of the manifold until the wire exits the distal tip of the catheter. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details it appears that the blockage was possibly dried contrast media that dissolved when water was flushed through the guidewire lumen.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician was unable to advance a wire through the delivery catheter. The procedure was completed with a different product.